Manufacturer narrative:
(B)(4).

Event description:
It was reported that x-ray indicated that the catheter had migrated and was coiled in the back pocket around l2-3. A replacement procedure was planned. No withdrawal symptoms were observed. It was noted that the pt was on a low dosage of gabalon (25ug/day).